Event description:
It was reported that the patient presented to the emergency room with syncope. Syncope resulted from inhibition of pacing due to oversensing of right ventricular (rv) lead noise. The noise was intermittent and was not reproducible. The pacemaker was initially programmed to voo mode and the physician had decided to not perform additional surgery as the patient was recovering from a hip procedure and the patient was stable at the time. On (B)(6) 2018, the rv lead was capped and replaced. A venogram was performed prior to the procedure, which confirmed that the rv lead was fractured. The patient was stable throughout the procedure.